Event description:
In 2009, this patient underwent endovascular aortic repair with the gore excluder aaa endoprosthesis. The patient's left hypogastric was unintentionally covered by the trunk-ipsilateral leg component. Patient tolerated the procedure and no further complications were reported. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.